Event description:
It was reported that the patient had three syncopal episodes. The patient appeared to be in normal sinus rhythm at the time of syncope. The caller wanted to review prior episodes stored in the implantable cardiac monitor (icm) review of stored episodes revealed that on the date of implant, there were episodes of noise and asystole which appeared to be loss of contact and undersensing. No further patient complications have been reported as a result of this event. The icm remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).